Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/07/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient outcome is approximately 1.5 diopter off. Reportedly, the doctor remeasured everything and insisted he wouldn't choose anything else. He even sent the patient for additional measurements, but the doctor insisted that if he were to explant the lens, he would choose the same lens power. The doctor believes the lens was mislabeled; but would not know for certain until he explants the lens. The explant went well without any complications. The replacement lens was the same model, but different diopter of 19.0. No additional information was provided.